Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 12.5ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d6151130-1). The control solution tests for level low are 60/65 mg/dl, for level high are 280/277 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patients (strip lot number:d6151130-1). The control solution tests for level low were 67/65 mg/dl; for level high were 272/278 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass

Event description:
End user reported that medical attention was sought on (B)(6) 2016 at 1:45 pm after having continous high glucose readings (200 - 263 mg/dl) from the prodigy meter. The end user visited the ER and could not recall her blood glucose reading upon arrival. No information was provided in regards to treatment administered to lower her blood glucose. The ER doctor instructed the end user to follow up with her pcp and to purchase another meter because of the high readings. No other information was provided.